Event description:
It was reported that the bd connecta¿ 3-way stopcock leaked during use. The following information was provided by the initial reporter: "I have received additional worrisome reports from the surgical center about different wards experiencing leakages as well, so that all clinics of the whole university hospital are now affected by this."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd connecta¿ 3-way stopcock leaked during use. The following information was provided by the initial reporter: "I have received additional worrisome reports from the surgical center about different wards experiencing leakages as well, so that all clinics of the whole university hospital are now affected by this."

Manufacturer narrative:
The following field was updated due to corrected information: g.3. Date received by manufacturer: 1/18/2022. H.6. Investigation: our quality engineer inspected the 1 sample submitted for evaluation. The reported issue was not confirmed upon inspection and testing of the sample. The sample underwent our leakage test and none of them showed any signs of leakage. Bd cannot determine a manufacturing root cause since the defect was not confirmed by testing. A device history record review showed no non-conformances associated with this issue during the production of this batch. What is reported by the customer can be attributed with high probability to customer misuse. H3 other text : see h.10.

Event description:
It was reported that the bd connecta¿ 3-way stopcock leaked during use. The following information was provided by the initial reporter: "I have received additional worrisome reports from the surgical center about different wards experiencing leakages as well, so that all clinics of the whole university hospital are now affected by this.".

Event description:
It was reported that the bd connecta¿ 3-way stopcock leaked during use. The following information was provided by the initial reporter: "I have received additional worrisome reports from the surgical center about different wards experiencing leakages as well, so that all clinics of the whole university hospital are now affected by this."

Manufacturer narrative:
After additional review it was determined that the following field needed to be corrected: g.4. Date received by manufacturer: 04-nov-2021.